Manufacturer narrative:
(B)(4). A tracheostomy tube was returned for investigation. A visual inspection was conducted and found the flange was detached from the tube and there was damage to the snap head. The customer complaint was confirmed in the received sample. The manufacturing process was reviewed and found acceptable to identify the reported issue. A visual inspection is performed for all products where they are checked for the reported condition. All manufacturing controls were found effective to detect the reported failure mode. A separation of this magnitude at the time of manufacturing would have been detected.

Event description:
It was reported by a customer that a tracheostomy tube flange broke away from the rest of the device. This occurred during patient use and the tube was exchanged for a new device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).